Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was received and analyzed. No anomalies were found. It was noted that the helix/lobe was distorted/bent and had blood in/on the helix/lobe mechanism. Tissue was also found on the helix.

Event description:
It was reported that the right ventricular lead had increasing thresholds and impedance. The lead was explanted and replaced. No patient complications were reported as a result of this event.